Event description:
It was reported that pre-implant, the lead had significant distortion of the distal 10 cm of the lead. The helix was unable to be extended after over 30 turns. The lead was not used for the procedure. A second lead was exercised pre-implant, but even after 40 turns were applied, the helix did not deploy. The lead was noted with very significant distortion at the tip without any helix. The second lead was not use for the procedure. A new lead was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. The connector pin was broken. Visual analysis noted the lead was damaged at implant.